Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found that the refrigerator was rubbing against the auxiliary tower, so the refrigerator was repositioned to create more separation, and the wheels were locked to prevent movement. The system was tested in the hardware test application and verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator experienced repeated storage space failures. The refrigerator failed to unlock and could not be reconciled on site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.